Manufacturer narrative:
The fse confirmed the speaker was completely out of sound and there was a speaker inoperative message present. The fse replaced the speaker assembly to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
It was reported that there was no sound from the speaker. The device was in use at time of event, there was no adverse event reported.